Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a high temperature alarm condition was observed in the device's downloaded error log. The device's flow path thermistor was replaced to address the issue.